Manufacturer narrative:
The 27040xb ceramic inner tube has the ceramic beak broken off. The shaft is bent and dented. It appears that the breakage was from mechanical overload.

Event description:
(B)(4).